Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported incident are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: early infusion completion when using 5fu. Three specific events were reported by the user facility with no batch information (see below), however five batches were reported. At this time, it is unknown for which batch each specific event occurred. B. Braun medical inc. Is reporting one MDR per batch for the issue, this report is for batch 19d15ge561. Other batches reported by user facility and corresponding MFR report numbers: 19e15ge561 - 9610825-2020-00204, 19e15ge562 - 9610825-2020-00207, 19e12ge561 - 9610825-2020-00203, 19e20ge561 - 9610825-2020-00206. Three events reported by user facility: a patient came in for a 46 hour elastomeric pump at 1:30pm. The patient reported the pump appeared to be finished by 2pm the next day. The patient reported feeling crummy, but no interventions needed at this time. A patient came in after her tuesday infusion with adverse effects from a rapid 5-fu infusion. Her elastomeric pump was administered at 2:58pm on tuesday and was finished infusing by 10am wednesday morning. Another patient had a pump given at 3:08pm tuesday and it was completely infused by 7pm on wednesday.